Event description:
It was reported that the patient was experiencing pain and overstimulation at the ipg site, which appeared at random times during the day. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 months ago from date manufacturer was made aware.

Manufacturer narrative:
Sc-1232 (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing pain and overstimulation at the ipg site, which appeared at random times during the day. The patient underwent an ipg replacement procedure.